Event description:
It was reported that the 9600 system intermittently would not save images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.